Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during a bolus delivery. The customer reported a blood glucose level of 225 (mg/dl). During troubleshooting with tandem technical support, the blockage appeared to be in the tubing. The customer stated that the cartridge had been in use for 6 days. The customer was reminded that humalog is indicated for use in the cartridge for up to 48 hours. The cartridge and infusion set were changed and the customer resumed insulin delivery.